Event description:
On (B) (6) 2009, the patient's wife reported the patient's infusion sites are leaking and the adhesive on his insulin infusion headsets is not properly adhering. She stated this has occurred since he began using his current box of infusion sets. She said that this has happened before and they discovered this was caused by his scar tissue. The patient rotates his sites from side to side and changes his infusion set every 3-4 days. She said he has had to change his headset every 24 to 48 hours. The patient discarded the infusion sets at issue. Courtesy infusion sets along with an insertion aid device and tegaderm were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.